Event description:
It was reported that the catheter was difficult to remove. An 8.0-21 carotid wallstent self-expanding stent was selected for use during a carotid artery stenting procedure. During the procedure, after the stent was placed, the catheter became stuck on a non-boston scientific guidewire. The devices were eventually separated from each other, with heavy force, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h, device manufacturers only.

Event description:
It was reported that the catheter was difficult to remove. An 8.0-21 carotid wallstent self-expanding stent was selected for use during a carotid artery stenting procedure. During the procedure, after the stent was placed, the catheter became stuck on a non-boston scientific guidewire. The devices were eventually separated from each other, with heavy force, and the procedure was completed. There were no patient complications as a result of this event.